Manufacturer narrative:
Castro-afonso, l. H., trivelato, f. P., rezende, m. T., ulhôa, a. C., nakiri, g. S., monsignore, l. M., & abud, d. G. (2018). "The routes for embolization of dural carotid cavernous fistulas when the endovascular approach is indicated as a first-line strategy." Interventional neuroradiology, 25 (1), 66-70. Doi:10.1177/1591019918796493. The onyx will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient intraprocedurally and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of a patient complication during an onyx procedure. The purpose of this article was to assess the results of embolization of a dural carotid cavernous fistula via different routes using endovascular accesses as a first-line strategy. The authors reviewed the results of 63 patients with dural carotid cavernous fistula who underwent venous and/or arterial embolization. The mean age of the patients was 62.7 years. The article states that one patient experienced asystole for five seconds caused by a trigeminal reflex during onyx injection. No further information was provided regarding this patient.